Manufacturer narrative:
Device received on 2/10/2020. Device evaluation summary completed on 2/21/2020: during visual inspection of the device it was observed with no apparent damage. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent an unknown breast augmentation with mentor smooth round moderate profile 250cc saline breast implants which the patient is unhappy with size and appearance after implantation. As a result patient underwent bilateral removal and replacement as follow: right replaced with cat/sn: 3502754bc (B)(4), and left replaced with cat/sn: 3502754bc, (B)(4) on (B)(6) 2020. This report is for the left side.